Event description:
It was reported, that there was event with a unidrive s iii arthro with scb. According to the information received, the device displayed error "e02 motor board defective" during surgery. Information about patients health was not provided. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The failure description "error e02 motor board defective" can be confirmed. A defective circuit board (motor board) has been identified during investigation. The cause is traced to a component failure. The event is filed under internal karl storz complaint ID (B)(4).